Manufacturer narrative:
This MDR is a result of retrospective review of complaints. Hcp confirmed that the user's sensor had migrated 3 inches below the original sensor site. The sensor was removed on (B)(6) 2023.

Event description:
On october 27, 2023, senseonics was made aware of an adverse event where the user was not able to locate and link the sensor after 2-3 months of insertion and eventually stopped using the system. Hcp confirmed that the sensor had migrated 3 inches below the original insertion site.